Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies were found.

Event description:
It was reported that during the implant procedure post initial charge/dump the battery voltage dropped down to 2.81 v, while the charge time was normal (8.8 sec). A few minutes later the battery voltage recovered to 3.09 v. The device was not implanted and a new one was used. No patient complications have been reported as a result of this event.